Event description:
At the end of the procedure, a large thrombus clot was noticed in the area of the stopcock. The introducer sheath is connected to a pressure line that injects heparinized saline (3cc) per hour during the procedure. The physician had completed the intervention. The physician opened the stopcock and noticed a large thrombus clot had formed in the stopcock. The patient is reported to be fine.